Event description:
It was reported that the front end of the metal rod of the balloon has broken, and water cannot be injected. There was no reported patient impact, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.